Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additionally, it was reported that the slitter was stuck to the distal part of the catheter and most possibly stuck to the wire which was inside the catheter. The slitter was used again with a new catheter and the slitter worked normally. The lead which became dislodged was replaced.

Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter slitting showed a spiral slit. The mechanical operation of the catheter was damaged. There was an issue with the catheter wire. The mechanical operation of the catheter slitting was partially executed. The catheter did not slit along the score lines. Visual analysis of the delivery catheter indicated damage during use. The analyst noted the delivery catheter was returned without the slitter. The slit did not start on the score line on the hub of the delivery catheter. The slit did not continue one the score line midway on the hub of the delivery catheter. The slit did not occur on the score line on the shaft of the delivery catheter. The shaft of the delivery catheter was spiral slit. The slitting while spiral slitting was still occurring on the shaft, exposed the deflection wire by slitting into the deflection wire lumen at 11.7 cm. The slit while spiral slitting was still occurring left the deflect ion wire lumen and proceeded to kink/buckle the pull wire lumen at which slitting terminated at 44.3 cm. The deflection wire anchor point was pulled away from the deflection anchor within the shaft of the delivery catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, during slitting, the slitter got stuck in the catheter causing lead dislodgement. The catheter was removed and replaced. No patient complications have been reported as a result of this event.